Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
25mm flex drill bit tip broke off from the rest of the drill bit while drilling for an acetabular screw. The tip was embedded in the bone and surgeon left it with plans to explain to patient that it will not be something that will bother them. Rest of the drill bit was retrieved and discarded. No delay to surgical time as the surgeon just used another drill bit.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.